Event description:
It was reported that patient complications occurred. The patient was on prior regimen of aspirin (>= 72 hours) and antiplatelet other than aspirin (>= 72 hours) at the time of index procedure. A loading dose of 325 mg of aspirin and 600 mg of clopidogrel was given prior to index procedure. The 50 mm x 2.25 mm target lesion was located in the first diagonal branch of the left anterior descending artery (lad). The target lesion was pre-treated using a 2.50 x 30 mm wolverine cutting balloon and non-compliant balloon angioplasty catheter resulting in 20% residual stenosis and timi flow 3. A 2.25 mm x 30 mm agent device was advanced into the patient, but the device was unable to cross the lesion on the first attempt and was used solely for lesion preparation since the drug effect had already worn off. The target lesion was then successfully treated with a 2.50 mm x 20 mm agent dcb resulting in 10% residual stenosis and timi flow of 3. One day post-procedure, elevated cardiac enzymes were detected and the patient was diagnosed with myocardial infarction. The patient was discharged from the hospital with aspirin and clopidogrel.